Event description:
The customer reported an alarm and insulin squirting during the manual prime. Troubleshooting was performed, and found that the drive support cap was protruded. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a scratched lcd window and a missing end cap sticker.